Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatments to the infrascapular area and flanks, using the cool advantage applicator and was diagnosed with paradoxical adipose hyperplasia approximately four months after the date of the last treatment. The second treatment occurred approximately two months after the first treatment. The patient first noticed symptoms approximately two months after the second treatment. The tissue was described as firm, dense, and showing fullness.  Visible enlargement, with clear demarcation and bulging, could be seen in all concerned areas.